Event description:
Initial info reported by a physician to a sales representative on 03/17/2010 and add'l info received from a physician on 03/22/2010: a female of unk age received an unspecified amount of injectable poly-l-lactic (sculptra) [lot # and expiration date unk] at least two years ago for cosmetic reasons. Within a month of her second injection, she developed terrible granulomas at the injection site. The physician treated her with steroids not otherwise specified (nos) along with incisions to get rid of the granulomas and the pt did not have scars. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Important medical event.